Manufacturer narrative:
Citation: robichaud b et al. Bioprosthetic pulmonary valve endocarditis: incidence, risk factors, and clinical outcomes. Congenit heart dis. 2018 sep; 13 (5): 734-739. Doi: 10.1111/chd.12639. Epub 2018 sep 17. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence, risk factors, and clinical outcomes of infective endocarditis after surgical pulmonary valve replacement in patients with congenital heart disease. All data were collected retrospectively from a single center between 1975 and 2016. The study population included 924 patients (predominantly male; mean age 5 years), 44 of which were implanted with a medtronic contegra valved conduit. No serial numbers were provided. Among all patients, adverse events included: infective endocarditis (19 cases; 1 case was identified as a contegra patient), pulmonary valve dysfunction due to greater than or equal to moderate stenosis (5 cases), insufficiency (3 cases), or combination of both stenosis and insufficiency (5 cases), and surgical pulmonary valve replacement (10 cases). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.